Event description:
It was reported the patient experienced a loss of therapeutic effect from the stimulation device. The patient had one epidural lead and two subcutaneous leads implanted in the lower back. The patient had been receiving fine stimulation for a year and then lost stimulation on the subcutaneous leads recently. The stimulation remained fine on the epidural lead. There was no known accident related to the onset; the patient woke up one morning and had lost stimulation in the lower back where the subcutaneous leads were implanted. Reprogramming attempts were not effective. The patient felt no stimulation at all. An x-ray was performed and was negative for any obvious connection issues or movement. Impedances were on the high side to electrodes 8-15 (2000 ohms) but there was no historical impedance information to compare the value, so it was unknown if the impedance values had changed. Troubleshooting was being considered.

Manufacturer narrative:
(B) (4).